Manufacturer narrative:
Additional information: based on the received information, the patient fell out of the audiological criteria range for vibrant soundbridge middle ear implant. Thus, the patient has been re-implanted with a cochlear implant. At the time of implantation with vibrant soundbridge middle ear implant, the patient was within the criteria range for vibrant soundbridge middle ear implant. The explanted device is not available for investigation.

Event description:
It was reported that the patient did not receive adequate benefit from the device and that the patient had already undergone floating mass transducer (fmt) repositioning surgery where it was repositioned to the round window. Unaided air conduction thresholds were found to be around 95-100 db in the frequency range above 1,5 khz, below this frequency no thresholds could be measured. In-situ testing was indicative of a functional device. Further information received states that the patient was in the indication criteria prior to implantation, but has suffered acute hearing loss several times. The patient's hearing was stable for about one year prior to implantation, with no deterioration on the contralateral side.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient received no adequate benefit from the device and that the patient already underwent floating mass transducer (fmt) reposition surgery where it was repositioned to the round window. Unaided air conduction thresholds were to be found 95-100 db in the frequency range above 1,5 khz, below this frequency no thresholds could be measured. Insitu testing was indicative of a functional device.